Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the patient was not feeling stimulation when moving around. The patient had a numbing effect in the leg and had lost a significant amount of weight. Impedances were tested and it was found that electrode 1, 2, 3 and 5 were 5100, 8093, 5346 and 10000 ohms respectively. All other electrodes were between 1036 and 1496 ohms. Reprogramming was done and maxed out the pulse width but the patient still couldn¿t get stimulation sensation. It was noted that the patient was .8 volts on the programming and couldn¿t tolerate higher voltage. Reprogramming was minimally helpful. The indication for use was non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-mar-05. The revision is going to take place on the morning of (B)(6) 2019. Technical services reviewed product information with the rep. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that there was an open circuit somewhere. The representative tried to program around the non-functioning contact and the patient was going to consider replacing the system.